Event description:
Black hair found with basin contents inside major general pack. Upon opening major general pack, a black hair was found in with the basin contents. The pack was removed from the room and a new one was opened. The pt was not in the room.